Event description:
Medtronic received a report that the coils were unable to push forward out of the protective sheath for flushing. The device were inspected with no issues noted. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The lesion length was 6cm and artery diameter was 2mm. There were no abnormalities reported in relation to anatomy. Additional information received reported that there was no damage on the packaging was observed, and the proximal end of the pushwire had been secured in the black stopper when the device was opened. The coils never entered the patient's body.

Manufacturer narrative:
Product analysis: as found condition: two concerto devices were returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within two individual resealable plastic biohazard pouches and within their introducer sheaths. The two devices will be analyzed together. Visual inspection/damage location details: the introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages or irregularities were found with the introducer sheath. The concerto pusher was mostly already deployed out of the distal introducer sheath. The concerto pusher was found broken at ~138.0cm from the proximal end and the pusher/inner liner was found entangled/knotted with the remaining pusher and introducer sheath. The coin was found retracted out of the lumen stop, the shield coil was found stretched and the concerto implant coil was already detached and not returned for analysis. Blood was found within the introducer sheath. Testing/analysis: the concerto device could not be used for resistance testing as the implant was already detached. The concerto implant coil tip od (outer diameter) could not be measured as it was not returned. The introducer sheath ID (inner diameter) was measured and found to be 0.0185¿ (0.4699mm) which is within specification (specification: 0.47mm +0.03mm/-0.0mm). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed for the first device and cannot be ruled out for the second one. The implant coil was found damaged, and the distal pusher was found bent for the first device within the introducer sheath; indicative of advancing against resistance. The second device was already fully deployed out of the introducer sheath. The pusher was found broken and the release wire was retracted, detaching the device. It is possible the pusher break and shield coil stretch occurred due to resistance. Customer reported the resistance occurred prior to flushing; however, blood was found within both introducer sheaths, indicative of use. It is possible the blood contributed towards the reported resistance. It is likely insufficient continuous flush was used, causing blood to backflow up the micro cathet ER and into the introducer sheath. It is also possible resistance occurred due to improper hubbing technique (over tightening of the rhv/sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implants/pusher. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.